Event description:
It was reported that during a ptca/stenting treatment procedure, the express2 monorail balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a minimaly tortuous proximal to mid right coronary artery. The lesion had not been predilated. The express2 stent was fully deployed with this balloon and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.